Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of water ingress. The device's sensor board was replaced to address the issue.